Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 500 hematology analyzer generated erroneous cbc (complete blood count) results on an ER (emergency room) patient. Customer reported the hgb (hemoglobin) result was very low. Customer reported that the erroneous results were reported out of the laboratory. Customer reported the ER did not believe the results. Customer reported the sample was repeated on the coulter lh 750 hematology analyzer (lh 750). Customer reported the lh 750 also returned a low hgb result. Customer reported that a slide was sent to the pathologist where cells resembling sickle cells were noted. Customer indicated the patient was administered 4 units of blood and then transferred to another hospital due to the patient's condition. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Method, conclusion: customer did not request service from bec. Cause is unknown.